Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation during the procedure caused damage to the guide wire resulting in the reported difficulty to remove. Further manipulation against resistance during retraction resulted in the reported tip separation inside the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, mildly tortuous, 90% stenosed, left superior femoral artery (sfa). A 3cm 014 whisper guide wire (gw) was advanced into the guiding catheter (gc) without issue. During removal, the gw became stuck with the navicross gc and was unable to be advanced or pulled back. The catheter and guide wire were removed from the anatomy as one unit and it was noted that the tip of the guide wire had separated inside of the catheter. A command guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.